Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the right ventricular (rv) lead has exhibited oversensing of short v-v internal counts and chronically high thresholds. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.